Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture and silicone migration: observed an opening assessed as fold flaw opening. Additional, changed, and/or corrected data: b6, d.9., h.3., h.6.

Event description:
Healthcare professional reported rupture and "exchange from textured to smooth due to concern with the product". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "exchange from textured to smooth due to concern with the product".

Event description:
Healthcare professional reported rupture and "exchange from textured to smooth due to concern with the product". This record is for the left side. Device has been explanted.